Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for mlp-016991 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. Although no device-related issues were reported, these two documents contain information regarding how to care for the driveline and how to respond in the event of driveline damage. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No device-related issues were reported. It was reported that the patient was experiencing power cable disconnect alarms despite a controller exchange and percutaneous driveline repair; however, it was later communicated that the patient did not have a driveline repair or modular cable exchange. The patient continues to be monitored. The submitted log files captured no notable pump-related events. The pump appeared to have functioned as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was originally reported that the patient had a percutaneous driveline repair, however, it was later clairified by the site that there was no percutaneous driveline repair or modular cable exchange. Technical service's review of the submitted log files indicated that the power cable disconnects were routine and occurred when the patient switched power sources.

Manufacturer narrative:
The patient's controller exchange was previously reported under MFR # 2916596-2021-03261. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been experiencing power cable disconnect alarms despite a controller exchange. The patient's batteries and clips had also previously been exchanged. Despite these measures the alarms persisted. Review of the patient's log files showed routine power cable disconnects. There were no other unusual events seen within the log history. The plan of care for the patient would be to monitor them until they receive a transplant.